Event description:
It was reported that a patient, being treated with v.a.c. Therapy since 2009 for a sacral pressure ulcer, required surgical debridement of the wound to remove an adhered piece of v.a.c. Granufoam dressing. It is reported that the v.a.c. Granufoam could not be removed after soaking. The following month, it was reported that the patient was stable and the condition had resolved. The patient continues to receive v.a.c. Therapy as of the date of this report.

Manufacturer narrative:
According to the home health nurse, the surgical debridement was performed in the hospital while the patient was also undergoing an unrelated gallbladder surgery. V.a.c. Labeling states, "if dressing adheres to wound, consider introducing sterile water or normal saline into the dressing, waiting 15-30 minutes, then gently removing the dressing from the wound. Consider placing a single layer, wide-meshed, non-adherent material prior to placement of the v.a.c. Foam dressing."